Event description:
It was reported to medtronic neurosurgery that a valve was explanted due to infection.

Manufacturer narrative:
The valve was not patent. Thus additional performance testing could not be performed. A dissection of the valve revealed that the ruby ball was stuck inside the entrance to the cassette housing, thus preventing fluid from flowing into the adjustment chamber. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin." A review of the manufacturing and sterilization records showed no anomalies. All of our valves are 100% tested at the time of manufacture.